Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of sensor disconnections with the transmitter since the day of insertion on (B)(6) 2025. The patient complained that signal strength fluctuates from excellent to low or no signal within moments. The case was escalated to next level support where a sensor replacement was issued due to possible deviation in the performance of the device.

Manufacturer narrative:
On may 2, 2025, the user reported persistent disconnection issues between the sensor and the transmitter since insertion on january 9, 2025. The user described frequent signal fluctuations, where the signal strength would shift from excellent to low or no signal without any arm movement. The system would typically reconnect within a few seconds, restoring excellent signal strength. The issue persisted even after a transmitter replacement. To further investigate, a return material authorization (RMA) was issued, and the sensor was returned for evaluation. In-house testing of the returned sensor indicated intermittent communication issue originating from the sensor. A review of diagnostic uploads from both the original and replacement transmitters indicated that the transmitters were functioning within specifications. Based on these findings, the root cause appears to be intermittent communication originating from the sensor. The user was offered a sensor replacement as a resolution. B4.date of this report 31 july 2025. D9 device available for evaluation? Yes,device received on 10 july 2025. . G3.date received by the manufacturer? 31 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4307.